Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 186 mg/dl. Upon troubleshooting with a 5 unit fixed prime, it was found that the insulin did not exit and the device alarmed no delivery. When the customer tested by using a plunger to push insulin out from the reservoir, insulin did exit the tubing. The alarm occurred again during troubleshoot with manual prime. The customer was not able to assemble a new infusion set and reservoir. She stated that she was tired of people telling her that she did not want to troubleshoot because she cannot get the device to work properly. The customer hung up frustrated and angry. Nothing further reported.